Manufacturer narrative:
One device was received for evaluation. Functional and visual tests were performed and the reported issue was duplicated. The cause of the reported issue was due to the latch lock sensor. As a result, the latch lock sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump did not recognize the cassette. Several cassettes were used with no success. There was no patient involvement, no patient injury was reported.